Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that for the past two and a half weeks, they "have pain in the area and the device has moved out of place. I'm not getting much sleep because of it". In addition, the patient indicated that they went to the doctor's office, and was told "it was normal, the device hasn't moved but the scar tissue had". Follow-up investigation with the clinic revealed that the doctor chose to reposition the pacemaker in hopes of alleviating the patient's pain. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.